Manufacturer narrative:
The system logs were provided for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during training on navigation system, the navigation system unexpectedly exited the application while in a spinal procedure and changed the navlock tips in the software. There was no patient present when the issue was reported.